Event description:
It was reported that the blades are breaking at the arbor. No adverse consequences have been reported.

Manufacturer narrative:
There were 5 blades associated with this complaint. The blades were not returned for evaluation. Lot no. Details were not provided to assist further investigation. It was not possible to determine the root cause for the alleged breakage.